Event description:
Same case as 2134265-2012-07298. It was reported that during a percutaneous treatment procedure, a balloon rupture occurred. The lesion was located in a calcified and moderately tortuous mid left anterior descending coronary artery. Initially a rotational atherectomy was performed with a rotablator 1.5mm burr catheter. Then a 2.25 x 15mm nc quantum apex monorail balloon catheter was used for pre-dilatation. Upon inflation, the balloon ruptured at 14 atms. This was replaced with a 2.5 x 15mm nc quantum apex monorail balloon catheter. This balloon ruptured at 20 atms. Finally a 2.5 x 12mm nc quantum apex monorail balloon catheter was used successfully for pre-dilatation. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).